Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation selection: investigation site: cq zuchwil. Selected flow: device interaction/ functional. Visual inspection: the applicator inner shaft and the applicator outer shaft were received for investigation. Both devices have signs of use at the forefront, such as scratches and/or wear marks. All features related to the reported complaint condition were reviewed and no other issues were identified. Functional test: a functional test was performed with demo applicator knob whit the result that the devices were fully functional. The devices could be locked and unlocked without any deviation noted. The reported complaint condition could not be replicated. Document/ specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the complaint condition is unconfirmed for both devices, as the reported complaint condition could not be replicated. However, based on the findings above no fault could be found in material or during the production. We can only assume that this failure is typically consistent with inadequate handling of the devices. To prevent such issues in the future we would like to draw your attention to the actual surgical technique guide 036.001.088. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot : part: 03.812.001, lot: 8959881, manufacturing site: haegendorf, release to warehouse date: aug 12, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had a degenerative spinal disease. Disc replacement with followed spinal fusion was performed.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 during an unknown surgery, the applicator inner and outer shaft were no longer locking. Minimal surgery delay as another instrument was available, no adverse patient consequences, no part remaining in the patient. Concomitant devices reported: unknown knob (part# unknown, lot# unknown, quantity#1). This complaint involves two (2) devices. This is 1 of 2 for report (B)(4).